Manufacturer narrative:
Add'l info will be provided once the investigation has been complete.

Event description:
It was reported that the probe unit broke inside the pts shoulder. It was further reported that there was no adverse consequences to the pt. It was further reported that there was a delay in the surgery.